Manufacturer narrative:
Two hours after a catheterization procedure, the patient suffered a stroke. The user facility stated that the mikro-cath performed as indicated during the procedure. The device was discarded as there was no indication that there was a problem with the procedure. The patient was part of a clinical trial. There were other devices and drugs used during the procedure. As stated above, the millar inc. Catheter was used and performed as indicated. The user facility stated they had no issues with the mikro-cath catheter. The device was discarded after use as there was no indication of any problem with the catheter. This report is being filed because our device was used during the procedure, but is not suspected to have caused the medical issue. The procedure took place as part of a clinical trial. Multiple devices and drugs were used during the procedure. The device was not returned by the user facility, therefore, no further investigation of the device can be performed. The user facility stated the device performed as indicated.

Event description:
A user facility was using a series of medical devices during a clinical trial. Two hours after the catheterization procedure, the patient had a stroke. The user facility stated that the mikro-cath performed as indicated during the procedure. The device was discarded after the procedure, as there was no indication that there was a problem with the procedure.